Manufacturer narrative:
Model number/catalog number: sc-1160; serial number: (B)(4); batch/lot number : 334721. Model/catalog description: spectra wavewriter ipg kit. The explanted device was not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead site. Drainage was noted. The patient was placed on antibiotics. It was unknown what causes the infection. The patient underwent an explant procedure and was doing well postoperatively.